Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: the 6949-58, lead implanted: (B)(6) 2006; d224drg ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
The right ventricular (rv) low voltage pace/sense lead was returned to the manufacturer after being electively explanted with no product performance allegation. The lead was analyzed and tested out of specification. A new lead was implanted. No patient complications have been reported as a result of this event.